Event description:
It was reported that multiple different malfunction alarms occurred. In addition, it was reported that a cartridge alarm (alarm 30) and a temperature alarm occurred. The pump was not exposed to extreme temperatures. Customer's blood glucose level ranged from 131-132 mg/dl. Customer revert to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.